Event description:
Patient in ep lab for a generator change of a permanent pacemaker (ppm). While suturing the left chest incision site, the suture broke, and a portion of the needle remained in the pocket. The physician had to reopen the incision site and remove the generator to retrieve the broken suture. The retrieval of the broken suture needle was successful.